Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Additional information received from the field representative indicated that the lead was repositioned. This rv lead remains in service. No adverse patient effects were reported.